Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and cellulitis. Previously administered products included for an unreported indication: nuvaring, depo shot and lupron shots. Concurrent conditions included polymenorrhagia, endometriosis, anesthesia, right lower quadrant pain, obesity, hemorrhagic cyst and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy) and surgery (hysterectomy with left salpingo-oophorectomy). At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, dysmenorrhoea, hot flush, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, fatigue, weight increased, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs: on (B)(6) 2012, hysterosalpingogram (hsg), result: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and cellulitis. Previously administered products included for an unreported indication: nuvaring, depo shot and lupron shots. Concurrent conditions included polymenorrhagia, endometriosis, anesthesia, right lower quadrant pain, obesity, hemorrhagic cyst and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (crampimg)"), hot flush ("hormonal changes describe:hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy). At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, dysmenorrhoea, hot flush, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, fatigue, weight increased, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs (B)(6) 2012, hysterosalpingogram (hsg) result: total bilateral occlusion . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet and medical record received. New reporters and reporter information added. Plaintiff demography added. Product lot number received. Product indication updated and explanted date added. Event added: hot flashes, abnormal bleeding (vaginal, menorrhagia), uti, apareunia (inability to have sexual intercourse), depression and mental anguish, migraines, headaches, nausea, perforation (fallopian tube), fatigue, weight gain, dyspareunia (painful sexual intercourse), abdominal pain. Concomitant and historical conditions were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and cellulitis. Previously administered products included for an unreported indication: nuvaring, depo shot and lupron shots. Concurrent conditions included polymenorrhagia, endometriosis, anesthesia, right lower quadrant pain, obesity, hemorrhagic cyst and pelvic adhesions. Concomitant products included leuprorelin acetate (lupron), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (crampimg)"), hot flush ("hormonal changes describe:hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2009, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, hot flush, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, headache, fatigue, weight increased and dyspareunia outcome was unknown, the pelvic pain and abdominal pain was resolving and the migraine and nausea had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs (B)(6) 2012, hysterosalpingogram (hsg) result: total bilateral occlusion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event severity added for pelvic pain. Event outcome added for pelvic pain, abdominal pain, nausea and migraines. Concomitant medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and cellulitis. Previously administered products included for an unreported indication: nuvaring, depo shot and lupron shots. Concurrent conditions included polymenorrhagia, endometriosis, anesthesia, right lower quadrant pain, obesity, hemorrhagic cyst and pelvic adhesions. Concomitant products included leuprorelin acetate (lupron), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (crampimg)"), hot flush ("hormonal changes describe:hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), genital haemorrhage ("genital bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, hot flush, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, headache, fatigue, weight increased, dyspareunia and post procedural complication outcome was unknown, the pelvic pain and abdominal pain was resolving and the migraine, nausea and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs (B)(6) 2012, hysterosalpingogram (hsg). Result: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event genital bleeding and post procedural complication were added. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and cellulitis. Previously administered products included for an unreported indication: nuvaring, depo shot and lupron shots. Concurrent conditions included polymenorrhagia, endometriosis, anesthesia, right lower quadrant pain, obesity, hemorrhagic cyst and pelvic adhesions. Concomitant products included leuprorelin acetate (lupron), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (crampimg)"), hot flush ("hormonal changes describe:hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), genital haemorrhage ("genital bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, hot flush, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, headache, fatigue, weight increased, dyspareunia and post procedural complication outcome was unknown, the pelvic pain, migraine, nausea and genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs (B)(6) 2012, hysterosalpingogram (hsg) result: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea,"). The patient was treated with surgery (underwent hysterectomy due to complication of essure device). At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.